Event description:
It was reported via repair work order that the unit is having issues setting the brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation it was confirmed that no issue with setting the brakes existed.

Event description:
It was reported via repair work order that the unit is having issues setting the brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.